Event description:
It was reported that the contacts on patients leads were having high impedances. The patient underwent a replacement procedure and was doing great postoperatively.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50 (sn: (B)(6)) the returned lead was analyzed and the complaint was confirmed. Five cables were fractured at the click site, about 19 centimeters from the distal end. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures, which caused the reported patients experience.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7071300.

Event description:
It was reported that the contacts on patients leads were having high impedances. The patient underwent a lead replacement procedure and was doing great postoperatively.